Manufacturer narrative:
(B) (6). (B) (6). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B) (6) 2009. During the procedure, the balloon broke. The case was aborted and there was no adverse patient consequences.